Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during an endometrial ablation procedure performed in 2009. During the hta procedure as the uterus was being ablated, there was a fluid loss alarm; rate is unknown. There was fluid leaking from the patient's vagina. The patient sustained burns to both the urethra and vagina. The size of both burns is unknown. Further follow up concluded that the burns did not escalate. The course of the treatment and the degree is still unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.